Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
There was a loose thread, and the tip was broken [device breakage] . Case narrative: consumer reported via email that there was a loose thread and the tip was broken. No injury was reported.

Event description:
There was a loose thread, and the tip was broken [device breakage]. Case narrative: consumer reported via email that there was a loose thread and the tip was broken. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.